Event description:
It was reported that the patient was experiencing nerve pain despite of reprogramming attempts. X-ray were taken and revealed that the lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned and was doing well postoperatively.